Event description:
Pt underwent revision of right total knee replacement on (B)(6) 2014 utilizing the stryker cementless titanium knee system. Immediately postop, pt developed early subsidence of the implant with pain and instability and required revision surgery. It was opined that the radiographic findings could be as a result of the uneven cuts obtained by the power equipment and excess heat generated by the blade system. The surgeon has identified nine other cases with similar radiographic findings including one that is pending revision surgery.